Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying the "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on an unspecified date/time. The patient refused to provide what diabetes medications he was taking or what action he took regarding his diabetes regimen at the time the alleged issue began. At an unknown date/time, the patient stated his vision was getting blurrier after the alleged issue began; however refused to indicate what kind treatment, if any, he received. At the time of troubleshooting, the cca noted the patient was a 1st time user of the subject meter, the test strips were in good condition, the test strips drew in the blood samples, and the testing procedure was correct. The patient was unable to repeat a blood test since his lancing device was not available at the time. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.